Event description:
Reporter indicated that vns pt has experienced a recent increase in seizure activity. It was reported that the vns therapy has been "a miraculous solution" to the pt's uncontrolled epilepsy. The pt's family member indicated that they had concerns about whether the pt's generator was nearing end of service. Investigation to date has been unable to determine whether the reported event is an increase above previous efficacy with the vns therapy or an increase above pre-vns baseline frequency.